Event description:
Manufacturer's domestic evaluations lab found the results display screen of the aviva meter appeared to be melted, warped. No adverse event reported. The device was returned, replacement sent.